Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death for serious injury.

Event description:
Initial reporter indicated that their programming system was not interrogating vns patients. A manufacturing representative went to the site and ruled out the wand as the cause of the event. It was determined through troubleshooting that the event was likely related to the serial cable working intermittently. The cable is at the manufacturer pending completion of product analysis.